Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed at the pressure sensor of a prismaflex m150 set during priming, described as "the internal pressure membrane within the connector was curled and compromised establishing a direct connection with the external environment". There was no patient involvement. No additional information is available.